Event description:
(B)(4) is the initial importer of the device which is a grab bar. The end-user acquired the device for assistance in and out of bathtub. She was using the device prior to undergoing a total knee replacement surgery on (B)(6) 2018. The product detached from wall while end user was getting out of the shower. The patient was diagnosed with torn patellar tendon which required surgery and a knee brace for 8 weeks. This procedure took place on (B)(6) 2019.